Manufacturer narrative:
Concomitant: 694965 lead implanted: 2006-(B)(6).

Event description:
It was reported that the atrial lead exhibited high thresholds. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.